Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the surgeon felt that the suture broke at a knot easily. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A dispensed needle-suture piece and one labeled winding former of product were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area was as expected and body fluids and several marks appear to be by use of a surgical instrument could be observed. The end suture was observed cut and the other section was not received for analysis. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. In addition, a functional test was performed and the tensile force were above the minimum requirements. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.